Manufacturer narrative:
(B)(4). A batch review will be performed. The affected sample has been received by the manufacturing facility and the initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor elastomeric device ruptured during filling. It is unknown what solution the device was being filled with when this event occurred. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13d064: april 22, 2013 - april 24, 2013. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.